Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced a loss in stimulation on an unknown date. Reportedly, the patient received the "replace generator" error and at a later time, the ipg no longer communicated with external devices. The battery was deemed inoperable. As a result, the ipg was explanted and replaced (B)(6) 2019. Effective therapy was established post-operatively.